Event description:
It was reported that it was not possible to turn on the ventilator. There was no pt involvement. (B)(4).

Manufacturer narrative:
The reported compressor was investigated at the hosp by our field service engineer. One of the fuses was found blown inside the mains inlet. The mains inlet and the fuses were replaced. After a successful functional check the compressor was returned back to service. Further investigation has not been performed but earlier investigation determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. (B)(4).